Event description:
It was reported that a patient with a deep brain stimulation implantable neurostimulator (ins) experienced a shocking feeling when resting their head on a pillow after a change in device settings. The patient had been activated on adaptive deep brain stimulation with initial success, but after a minor adjustment to the settings, the shocking sensation occurred within 2-3 days. The patient switched back to constant deep brain stimulation, which alleviated the sensation. An impedance check was performed and the results were normal. The patient was subsequently changed back to the original adaptive settings. No surgical intervention occurred or was planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.